Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that the insulin pump had motor error alarms twice during bolus and completed insulin pump rewind, on the second rewind it went successfully and so far was working. The customer blood glucose level was 306 mg/dl. The customer was assisted with troubleshooting. Customer states drive support cap appears normal. Customer states insulin pump did not exposed to high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.